Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 12x80mm armada 35 balloon dilatation catheter (bdc) a leak was noted when the device was purged with saline. A new same sized armada 35 bdc was used and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the complaint could not be confirmed during returned device analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
It was reported during the procedural preparation of a 12x80mm armada 35 balloon dilatation catheter (bdc) a leak was noted when the device was purged with saline. A new same sized armada 35 bdc was used and the procedure was completed. There was no patient involvement nor clinical delay. Subsequent to the initially filed report, the device was received and the qat analysis could not confirm the reported leak. The correct device was confirmed by the account to be returned. No additional information was provided.